Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed to address the occlusions and the occlusions continued. Customer experienced an elevated blood glucose (bg) level of 600 mg/dl and a 0.4 mmol/l level of ketones. An insulin pen was administered to address bg/ ketones. Ketone level decreased to 0.1 mmol/l. Reportedly, the customer reverted to manual injections for insulin therapy.